Event description:
Patient contacted dexcom technical support to report cgm inaccuracy compared to blood glucose meter. The patient reported he had taken acetaminophen, which is a cgm contraindicated product. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries and reported to be in fine condition.